Event description:
One set broke at the check valve of the administration set during infusion. The check valve did not split apart at the parting line nor did it come out of the tubing. It was reported that the break occurred at the site of the check valve. Blood dripped outside of the set at the break location due to the venous pressure. There was no serious injury to the pt since the incident was witnessed early enough. There was no hospitalization after this incident. The administration set was discarded.